Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 19cm hemosplit catheter was returned for evaluation. Visual inspection did not identify any splits in the catheter, and functional testing confirmed that the returned device was patent to infusion and aspiration with no noted leaks. Therefore, the investigation is unconfirmed for the alleged leak. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was that sometime after the dialysis catheter was placed, there was allegedly a fracture near the tunneled cuff and blood was leaking from the site. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The return of the device is pending. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway.

Event description:
It was that sometime after the dialysis catheter was placed, there was allegedly a fracture near the tunneled cuff and blood was leaking from the site. There was no reported patient injury.